Event description:
Per the clinic, the patient experienced a skin overgrowth (specific date not reported) on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin in 2018 (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.